Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ remove it from my body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("strange vibrating feeling in pelvic region / pulsing fluttering feeling"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for medical device removal and pelvic discomfort with essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received-reporters information was added event "strange vibrating feeling in pelvic regions" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ remove it from my body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("strange vibrating feeling in pelvic region / pulsing fluttering feeling") and flatulence ("horrible gas pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, pelvic discomfort and flatulence outcome was unknown. The reporter provided no causality assessment for medical device removal and pelvic discomfort with essure. The reporter considered flatulence to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event horrible gas pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ remove it from my body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("strange vibrating feeling in pelvic region / pulsing fluttering feeling") and flatulence ("horrible gas pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pelvic discomfort and flatulence outcome was unknown. The reporter provided no causality assessment for medical device removal and pelvic discomfort with essure. The reporter considered flatulence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2014, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter provided no causality assessment for surgery with essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.